Event description:
Another manufacturer's 6f guide catheter was inserted into the right artery. It was then noted that there was an old, unevolved, stent inside the artery. No information is available on this stent. The physician dilated the distal part of the lesion (99% stenosis). It is reported that the physician was then attempting to dilatate and implant a 2.50mm diameter x 08mm length endeavor resolute rx drug-eluting stent for treatment of a distal right artery lesion, which exhibited 60% stenosis. It is reported that the stent dislodged from the balloon, and the complete system is reported to have disengaged from the rca. The physician then re-stented the area with a 3.00mm diameter x 12mm length endeavor resolute rx drug-eluting stent and an other brand stent. No clinical sequelae were reported. Seven still images of the rca were provided for review. The lesion, which exhibited 99% stenosis, appears to have been successfully treated. The images show the target lesion in the distal rca, which exhibited 60% stenosis. There appears to have been an old stent in the mid rca and an undeployed dislodged stent is clearly present at this part of the vessel. Images were also provided showing the patent rca, following successful treatment of the dislodged stent with a 3.00mm diameter x 12mm length endeavor resolute rx drug-eluting stent and an other brand stent. Communications from the field have confirmed that the stent dislodged during advancement through the vessel, as it was being delivered to the target lesion. There was calcified in-stent restenosis within the old stent. Post stent dislodgement, the complete system is reported to have disengaged from the rca, resulting in the loss of the wire and guide catheter position. This suggests that resistance was experienced by the physician during attempted delivery of the device. This resistance most likely impacted on the stent security, resulting in the stent dislodgement in the vessel.

Manufacturer narrative:
(B)(4): eval results -stent dislodged, 60% stenosis, physician appears to have experienced difficulty with the delivery of the stent through the vessel.